Event description:
The report received from the affiliate indicated that a 10x 40 smart control was deployed in the iliac artery, but when the stent was deployed it was only 30mm in length. As the lesion was not completely covered by the stent, the physician had to place a second stent. There was no report of patient injury. The lesion was described as 3cm in length, 65% stenosed, and moderately calcified; the lesion was not pre-dilated, but was post-dilated with a 10x20mm balloon. The stent delivery system and packaging are said to be available for evaluation and testing; however, they have not been received to date. Additional information will be submitted within 30 days of receipt.